Event description:
Began experiencing numbness and pain below a tooth in which rptr had a root canal done in a number of years ago. The numbness radiated out to complete jaw area, lips, and tongue. An endodontist attempted a retreatment of the tooth which was unsuccessful and tooth was extracted. Numbness increased to jaw areas. Numbness still persists after 5 months. This writer feels unsafe endodontic materials were used and these materials leeched into blood stream after tooth deteriorated causing parethesia and pain.